Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was selected for a patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. The patient had minimal tortuosity and calcification. It was reported that while the physician was advancing the delivery catheter system through the patient, after being inserted approximately 4cm, the graft cover moved back a few millimeters and was catching on the edge of the artery. The delivery system could not be advanced to the intended landing zone for deployment the stent graft. The delivery system was removed and attempted to be inserted through the other artery but was unsuccessful. It was noted that a sheath was not being utilized. The patient was treated with another endurant iis successfully. No patient injury reported. No clinical sequelae were reported.